Event description:
It was reported that the patient was brought in the clinic for a cardioversion (cv) of atrial fibrillation (af) via implantable card ioverter defibrillator (ICD) manual therapies from the programmer. The screen was bought up with the atrial selected and the energy level selected. The user moved away from the programmer for unspecified period of time, but not long enough to trigger the patient verification pop up screen. The clinician came back to the programmer and selected the resume button and the device shocked immediately. The device was in wireless configuration. No patient verification or emergency defib screen reported by the user. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)